Manufacturer narrative:
This lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was unable to be successfully implanted. Reportedly this lead required more than 40 turns to be retracted during two repositioning attempts. Upon placement the lead did not return satisfactory sensing measurements. Evidence suggests issue with tissue but as per physician¿s decision this lead was removed and replaced prior pocket closure. No adverse patient effects were reported.